Event description:
It was reported that during device replacement procedure, the pace/sense portion of the rv could not be removed from the device header. In order to remove the lead, the device head had to be destroyed. Patient condition was good post-procedure.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Upon receipt, the device header was damaged and bench tests were unable to be performed. The cause of the connector anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.